Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pocket infection was observed. The physician suspected the infection was related to the implant procedure. The device system was explanted. The patient was given antibiotics. The patient was stable throughout the procedure.

Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.